Event description:
Dump cystoscopy procedure bladder stone was discovered and necessitated use of electrohydraulic lithotriptor to fragment calculus. Post-procedure, while pt still under general anesthetic it was noted that pt had a distented abdomen. Cystogram immediately performed and revealed perforation posterior bladder wall. Pt taken to open procedure o.r. The perform laparatomy and repair of bladder perforation. Small portion of bladder calculus retrieved from retroperitoneal area. Intra-operative cystogram-8/27/96 @1300. No allergies, does not smoke or drink, takes no medications.